Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Low battery and device service required prompts when device switches on automatically. There was no patient involved in this event.

Event description:
Low battery and device service required prompts when device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed.. The sam 350p passed ¿out qat" from heartsine technologies on the (B)(6)2014. Upon receipt, the +ve terminal pogo pin was failing to spring back fully into position, indicating a fault on the pogo pin. Despite being unable to replicate the low battery warnings observed in the device memory, measurements taken during the investigation confirmed the failure of the pogo pin. The failed +ve pogo pin would have resulted in a poor connection from the device to the pad-pak, leading to the subsequent low battery fails recorded between the 18th november 2018 to the (B)(6)2019 . The user would have been alerted with a ¿warning, low battery¿ prompt alongside a flashing red status led, as per the reported fault. The device successfully passed final unit test, on the (B)(6)2014 . Therefore, this report concludes that the component failed after dispatch from heartsine. Furthermore, the on/off circuitry was scrutinised with no measurable fault. The log entries which are recorded in saverevo are failed manual power ons due to a low battery. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.